Manufacturer narrative:
Other, other text: one level 1 hotline 3 blood and fluid warmer was returned for analysis. A crack was noted to the enclosure, wear was observed to the tank cover, wear to the plate clip, wear to the front cover and wear to the line cord was observed upon visual inspection. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the enclosure to a smiths medical level 1 hotline 3 blood and fluid warmer was found cracked near the drain fitting. There were no reported adverse effects.